Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) reservoir. The entire ipp was removed and replaced with a new ipp. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) reservoir due to wear and tear. The entire ipp was removed and replaced with a new ipp. No patient complications were reported.